Event description:
A malfunction alarm was reported, attributed to a software error detected in the pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing pump reset information and guidance, resolving the issue as the malfunction code did not recur. The customer understood the instructions and opted to continue using the pump, declining further assistance with replacing the cartridge and infusion set.